Manufacturer narrative:
(B)(4). Date sent: 12/17/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clips couldn't be put out. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent 1/27/2026. D4 batch #a9765p. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcs20 device was returned with no apparent damage and the packaging opened was returned along with the instrument. Upon testing, the device was fired and the clips did not advance into the jaw. The device was disassembled to evaluate the condition of the internal components and the feedbar was found damaged, causing the firing issue. Nineteen (19) clips were found inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on what caused the damage to the feed bar, it is possible that the device was clipped over a hard object resulting in higher force to fire, subsequently damaging the mechanism. Please ensure that a clip is in the jaws, position the jaws so that the clip completely surrounds the vessel to be ligated, fully squeeze the handles together until they stop, and fully release the handles to return the instrument to its original open position. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip, and periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. A manufacturing record evaluation was performed for the finished device batch a9765p number, and no non-conformances were identified.